Manufacturer narrative:
Additional narrative: this information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a surgery was performed for oblique fracture of the 5th metatarsal bone. During the surgery, a variable angle (va)-hand strut plate with 12 holes was applied on the affected bone. When the surgeon drilled the bone, the tip (1 mm) of the drill bit broke off and remained inside the bone. The broken piece of the drill bit was left there since the surgeon judged it would cause no adverse consequences. While the surgeon was inserting a screw, the tip of the driver shaft broke off. The operation was completed by using an alternative driver shaft. The surgery was completed with no delay. There was no adverse consequence to the patient. The patient is currently in the hospital without any harmful issues. Reoperation is not scheduled. The patient will be monitored. According to the sales rep who attended the surgery, the surgeon used the drill properly, as per instruction, during the drilling operation. This report is for a 1.1mm drill bit/mqc for threaded hole/56mm. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: please note, this DHR review is for sterilization procedure only: part: 03.130.202s; lot: l641068; manufacturing site: selzach; supplier: frueh verpackungstechnik ag; release to warehouse date: 03. Nov. 2017; expiry date: 01. Oct. 2027. Non-sterile 03.130.202 / f-23020 was manufactured in selzach, supplier frueh ag. Release to warehouse date: 18. Sep. 2017. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Used raw material 1.4112 and correct hardness is documented in certificate of conformity by the supplier. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: trauma screws (part number unknown, lot number unknown, quantity unknown); trauma plate (part number unknown, lot number unknown, quantity 1).